Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was fractured as patient got involved in a wreck. Additionally, physician believed that this lead was fractured although testing numbers still appeared normal. This lead was surgically abandoned. No additional adverse patient effects were reported.